Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing an ablation procedure. The device was programmed to electrocautery protection mode during the procedure, however, no pacing was observed as expected. Boston scientific technical services (ts) discussed the function of the defib detect circuit as a protective mechanism in the device and discussed that pacing pulses are likely being given, however, are being truncated as a result of this function. No adverse patient effects were reported. This product remains implanted and in service.